Event description:
Distributor contacted dexcom technical support on behalf of the patient on (B)(6) 2015, to report that on (B)(6) 2015, their receiver display screen froze. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver failed to reboot or charged. The receiver case was open for internal inspection and failed due to a defective battery assembly component found. The receiver log was reviewed and firmware errors were observed. The reported event of a frozen screen display was confirmed during log review. The root cause of screen display frozen.

Manufacturer narrative:
(B)(4).